Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Event description:
Additional report received indicate the patient underwent a surgical procedure on 17 jun 2020, wherein the ipg was explanted and replaced. Therapy was restored post-operatively.

Manufacturer narrative:
Correction: section h6 the conclusion code submitted in final report should have been 18 rather than 19.

Manufacturer narrative:
Date of event is estimated. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient stopped charging the ipg as recommended. The ipg was deemed inoperable. As a result, surgical intervention may occur to address the issue.